Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event, of a damaged front screen on the system monitor, was confirmed when the returned unit was evaluated by technical service. The front screen glass was not responding to touch commands. The system monitor touchscreen glass and associated gaskets were replaced. The unit was tested and returned to the rental/loaner pool. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. Setup and use of the system monitor with the heartmate power module are documented in the heartmate power module instructions for use (IFU) and heartmate 3 lvas IFU. Handling precautions when the system monitor is mounted on the power module are documented in the power module IFU and the heartmate 3 lvas IFU. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2019, the system monitor in a spare room was to be used for a demonstration and the touch screen did not respond adequately. There was no alarm for the event and the monitor was exchanged.